Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the resection of the stomach on a totally laparoscopic gastric procedure, the stapler was able to fire but it stopped working in the middle of the procedure and it did not go anymore. They used another device to complete the case. There was no patient injury.